Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that all 6 struts project outside of the ivc wall at the inferior margin. These extend outside on the right as well as posteriorly, measuring up to 1.2cm in length and 0.6cm in transverse plane. 2 posterior struts contact the spine at the anterior margin of l3 vertebral body and l3-l4 disc space. A left sided strut contacts the surface of the abdominal aorta and an anterior strut perforates into the transverse duodenum."

Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that all 6 struts project outside of the ivc wall at the inferior margin. These extend outside on the right as well as posteriorly, measuring up to 1.2cm in length and 0.6cm in transverse plane. 2 posterior struts contact the spine at the anterior margin of l3 vertebral body and l3-l4 disc space. A left sided strut contacts the surface of the abdominal aorta and an anterior strut perforates into the transverse duodenum.